Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 28 mmol/l and the another relevant blood glucose was 3.4 mmol/l. Customer experienced the symptoms related to the high blood glucose was nausea, vomiting, abdominal pain, difficulty in breathing. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. High pressure test was pass. The insulin pump will not be returned for analysis.